Manufacturer narrative:
(B)(4). The customer advised physio-control that they have been unable to reproduce the reported failure during their additional device testing and because of that, have returned the device to service for use. The customer has decided to not return the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not power on. This was discovered during testing and there was no patient use associated. The customer indicated that the device had two fully charged batteries installed at the time of the reported power failure.